Event description:
The consumer reported via multiple medwatch reports 16 false positive results with the binaxnow covid-19 self test performed on various dates between (B)(6) 2023. This MFR. Report addresses result fifteen (15) of sixteen (16) and medwatch report # mw5116418 including lot number 217440 (quantity 6). The consumer reported false positive result with the binaxnow covid-19 self test performed on unknown date in (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on same day and generated a negative result. The consumer indicated that pcr could be wrong since they all had symptoms. The consumer stated indicated that no treatment was prescribed as a result. No additional information was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3: device discarded; single-use device.

Event description:
The consumer reported via multiple medwatch reports 16 false positive results with the binaxnow covid-19 self test performed on various dates between sep2022 thru jan2023. This MFR. Report addresses result fifteen (15) of sixteen (16) and medwatch report # mw5116418 including lot number 217440 (quantity 6). The consumer reported false positive result with the binaxnow covid-19 self test performed on unknown date in (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on same day and generated a negative result. The consumer indicated that pcr could be wrong since they all had symptoms. The consumer stated that no treatment was prescribed as a result. No additional information was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 217440 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 217440 and device part number 195-430wjr / lot 215177. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d9 - device available for evaluation h3 other text : device discarded; single-use device.